Event description:
No patient harm due to this incident. Alaris bd pump syringe infused etoposide dose in 22 minutes, which was intended (and programmed) to infuse over 60 minutes. Etoposide 171mg in a total volume of 430ml was ordered to run over 1 hour (60 minutes). Chemo was independently double checked by two rns. Etoposide was scanned on the medication administration record (mar), hung, and the pump was programmed to run at 473 ml/hr (which is a 10% rate increase, as acceptable per hospital policy). Total volume programmed was 410 ml to account for the normal saline flush that would need to be hung after chemo was done. Rn started the etoposide infusion. Baseline heart rate and blood pressure were obtained per unit protocol. 22 minutes after infusion was started, 2nd rn notified 1st rn that the infusion was beeping, and the tubing had sucked dry. Both rns verified that the pump had been programmed correctly and flushed the remaining etoposide in using a 10 ml normal saline flush. The alaris pump reported that 176.79 ml was infused. Pharmacy and provider were notified of issue. Patient's bp and hr was monitored closely after infusion completed to make sure no hypotension was present. No harm to patient, blood pressures remained stable and able to go home from clinic. Of note, channel a had just previously run a 1,000 ml bolus of normal saline prior to etoposide infusion and it ran without error or complications.